Event description:
The device was used during a laparoscopic bilateral hernia repair. It was reported by the rep that after the 3rd staple the instrument did not work anymore. The staple got stuck. The instrument only had two staples. There was no consequence to the pt.

Manufacturer narrative:
H6; (2) unfomred staples jammed in the cartridge nose and with yielded cartridge nose weld. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument's "staple got stuck" during surgery may have been due to a yielded cartridge nose weld and 2 unformed staples in the cartridge nose which caused the instrument to jam. The instrument was received with 2 unformed staples jammed in the cartridge nose and with a yielded cartridge nose weld. The 2 unformed staples were removed from the cartridge nose and the instrument then cylced and fired the remaining 8 staples without incident. No conclusion could be reached as to if the yielded cartridge nose weld had caused the staples to jam in the nose or if the jammed staples had caused the cartridge nose weld to yield. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The feeding of multiple staples into the nose may occur if the firing cylce stroke is not completed and the instrument is refired. Co strives to understand each incident as it occurs in order to continuously improve co's products.